Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for three pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. The initial test results were questioned by the physician. Repeat analysis was performed using an access 2 immunoassay system and an istat. The test results were within the normal range. The test results obtained using the access 2 immunoassay system correlated with results obtained using the istat. The initial, elevated result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 1 of 3 events reported by this customer. An MDR was filed for each of the three pts.

Manufacturer narrative:
The only assay analyzed on reagent pipettor #1 was accutni. Pt samples were repeated back to the last acceptable quality control (qc). Qc from (B)(4) 2010, was not supplied. Level 3 qc from (B)(4) 2010, was out of specifications high. Level 1 and 2 were within specifications. On (B)(4) 2010, preventive maintenance ((B)(4) tests) was performed. A system check was performed on (B)(4) 2010, which met specifications. On (B)(4) 2010, the field service fse engineer cleaned out the wash valves and wash pumps. Replaced the peri pump tubing and the aspirate probes. Accutni level 3 qc was still out high. Fse returned the next day and replaced reagent pipettor #1, calibrated the ultrasonics and realigned the analytical module. Accutni level 3 qc was within specifications. As of (B)(4) 2010, there had been no further issue resolved with the service calls. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This MDR represents event 1 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: mdrs 2122870-2011-04072, 04073.